Event description:
It was reported that the customer was admitted into intensive care unit with a blood glucose level of 890 mg/dl. The battery cap came off without the customer noticing it. The customer went to the emergency room on (B)(6) 2014. She was involved in accident but was not driving. Her mother removed the insulin pump four to five hours before her hospitalization because the battery had fallen out. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. (B)(4).